Event description:
Nurse found line was backed up with blood up to the filter, below the smartsite port. Backup had not been noticed earlier by the nurse because it was underneath the bedsheets. The PICC line was found to be clotted, and tpa was administered. Filter set was an add-on, and was distal to the primary tubing. At the time of the report nursing staff was adamant that the port had not been accessed with a needle. Set was pressure tested under water at 5 psi of aire. Leak was noted at distal smartsite. Visual inspection of port under magnification revealed evidence of a needle puncture on the top of the smartsite valve (blue piston area). The smartsite valve is not designed to accept a needle. Puncturing the valve with a needle will result in a hole in the valve which will leak even under a small amount of pressure.